Event description:
It was reported that this was a vessel closure of an unspecified access site using a proglide device related to an interventional procedure. Reportedly, the device had broken wires [suture break]. An additional proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
An analysis was performed on the returned device. The material separation was confirmed as a failure to cycle. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot of specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on observations from the returned analysis an anterior needle to cuff miss occurred. This would leave the suture in the device and would likely get pulled out partial during removal. The posterior needle was engaged with the posterior cuff and would be in the vessel, leading to the suture being cut to release the suture and device. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that this was an arteriotomy closure of the calcified left common femoral artery using the pre-close technique via a 6f sheath hole prior to an interventional procedure. Reportedly, the wire [suture] ruptured during step 3. Analysis of the returned device showed that the suture was intentionally cut. The suture of a new proglide device was successfully pre-placed. The sheath was upsized to a 22f sheath and the interventional procedure was completed. Hemostasis was achieved with an unspecified number of pre-placed proglide sutures. No additional information was provided.